Manufacturer narrative:
Device returned to manufacturer: the tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The wire showed four kinks. The kinks were located 38cm, 124.5cm, 148.5cm and 152.5cm from the tip. There was peeled coating at the 148.5cm location. The tip showed kink damage and stretched coils. The occ handle was connected to the ffr link for signal verification. The signal was present as designed. The sensor port was inspected to verify that the sensor was connected to the fiber optic. It was noticed that the sensor was in the correct location in the sensor port. The wire was gently moved back and forth to see if the sensor would move. The sensor did not move which verifies that the fiber optics were connected to the sensor. The proximal end of the wire was inspected for any fiber optic cracks or damage and that is was polished correctly. The wire end showed no damage. The coefficient values were confirmed to be programmed per document. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on analysis completed 11 jun 2020. It was reported that the comet pressure guidewire was not providing a pressure value. There were no patient complications reported. However, returned device analysis revealed peeled coating.